Manufacturer narrative:
Investigation summary: bd received 4 photos for investigation. Evaluation of the photos shows a hole in the tube base. Visual examination of the 100 retained samples did not identify any instances of damaged or broken tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode damaged tube. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using bd vacutainer® sst¿ ii advance, there was a crack on the bottom of one device leading to sample leakage. Before use, 3 other devices with cracked tube bottom were identified. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using bd vacutainer® sst¿ ii advance, there was a crack on the bottom of one device leading to sample leakage. Before use, 3 other devices with cracked tube bottom were identified. No adverse impact was reported regarding the patient or user.